Event description:
It was reported that the customer was hospitalized high blood glucose levels (420 mg/dl). Pump passed system delivery check. Customer was treated with intravenous fluids and insulin injections.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted.